Event description:
On march 13, 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms noted related to the reported complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The pump was exercised for 24 hours with returned battery cap with no power issues. A battery cap contact test was performed with no connection failures found. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex or electrical circuits. A review of the black box history shows that the power reset on (B)(6) 2012. Unrelated to the complaint, the black box history revealed that the time and date reset to factory settings at 12:00am on 01/01/2007 after the power was reset on (B)(6) 2012. The reported complaint was verified in history but not duplicated during testing. A bti internal battery failure found during testing. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.